Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not initially power up due to damage to the ac power connector. The device's ac connector would need to be replaced to address the issue. There was no repair made to the device, and it will be scrapped. Additional findings not related to the malfunction/issue was an issue with the internal battery. The device's internal battery would need to be replaced to address the issue. There was no repair made to this device.